Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality control (qc) was in range on the day the event occurred. A siemens headquarters support center (hsc) specialist reviewed the instrument data which indicated the customer is using centrifuge iris. Sample processing stat spin express 3, with 5 minutes spin time, points to specimen integrity, consistent with the short spin time which is less than the 10 minutes spin time recommended in the manufacturer's instruction for use (IFU) for the blood collection tube. Sample handling and or sample integrity issues can result in false positive or negative results. The cause for the operator not following the IFU spin time for the blood collection tube is failure to follow instructions. The cause of the discordant, falsely elevated tni results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin (tni) results were obtained on a patient sample upon initial and repeat on a dimension exl 200 instrument. The results were reported to the physician(s). The sample was sent to another facility for verification using an alternate instrument, resulting lower. The alternate instrument result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.